Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 48mm synergy xd drug-eluting stent was selected for treatment. However, while attempting to deploy the stent, the stent shaft became kinked, and the shaft broke when the physician tried to straighten it. The procedure was completed with another of same device. No patient complications were reported, and the patient made a full recovery.

Manufacturer narrative:
Initial reporter address 1: (B)(6).